Event description:
It was reported that the patient had his leads revised "a few" times. It was noted that the patient felt stimulation in his chest and that the stimulation did not help with the patient's symptoms. Two weeks later, it was reported that when the patient used to use the device, it did not work well for him and his leads kept migrating. It was noted that the patient requested to have the system explanted.

Event description:
In MFR # 3004209178-2013-07057 the following information was reported: "leads kept migrating." Additional review indicates this information pertains to this manufacturer's report. Any additional information related to the lead migration issue event will be reported in this report.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID: 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).